Event description:
Customer reported a phenotyping discrepancy on the echo when testing a patient sample with a known anti-c. Two tubes with the same patient sample resulted differently (one positive and one negative). The sample was re-tested on the echo and both resulted positive.

Manufacturer narrative:
Customer did not return sample for serological investigation.